Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the ¿load step¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/20/2015 with the following findings: there was no evidence of a 'load step malfunction' found in the pump history or black box data. The pump successfully performed the rewind, load, and prime sequence: the reported issue was not duplicated. The pump failed a force sensor calibration check due to a force sensor calibration reading above the upper specification limit. The pump case was removed, and no evidence of internal damage or defect was found. The pump passed a force sensor resistance check.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is completed, a supplemental report will be filed. No conclusion can be made at this time.